Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had been having debilitating pain and sweating at night, and sometimes when they woke up they couldn't get out of bed for 30 minutes. The patient was concerned their ins was causing these issues since the patient didn't know what to do with the external equipment. The patient stated the pain ached like a toothache all day. The patient stated they saw the hcp and discussed issues, but the hcp just asked if they wanted ins taken out and no therapy adjustments were made at that appointment. The patient said their doctor told them they have sciatica that is causing the issues. The agent walked the patient through using external equipment. The patient stated they did connect to ins this morning and changed programs and put the stimulation to 0.1. The agent reviewed the program's general information with the patient. The patient wants to see if a different program helps with issues. The patient will maintain stimulation and monitor symptoms. Patient to call back if they need assistance using external equipment again. The agent reviewed the mdt rep and can come to hcp appointments as well; the patient will try to request this for their next appointment in a month. (Con): additional information was received from the patient on 2026-jan-15. They reported that they have the device, and it is going to be removed on saturday at the doctor's office. The caller stated that the pain on their right side had become so crippling that they couldn't get out of bed. The caller stated that they went to see the hcp about two months ago, and a rep came out and turned the implant off. The caller stated that the implant has never worked for them.